Manufacturer narrative:
Company rep evaluated the system and replaced the flow compensation valve. Problem was resolved. System was tested to factory's specs.

Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.